Event description:
It was reported that the user deployed the infusion set incorrectly by attempting insertion with the needle cap still on, resulting in improper infusion set connection and temporary interruption of insulin delivery. A support agent assisted the user with changing the infusion set, after which insulin delivery resumed as expected. No reported symptoms. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user error related to infusion set deployment and connection. It was concluded that device function was restored after correct infusion set insertion and that the event was attributable to use error rather than a device malfunction.